Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the svg to the ramus intermedius branch at the ostium (70% stenosis) was treated with a 4.0 x 23 mm xience v stent and the mid shaft (95% stenosis) was treated with a 4.0 x 23 mm xience v stent. The xience v stent is indicated to treat de novo native coronary artery lesions; therefore, the device was used in an off label indication. In 2009, the patient presented with in-stent restenosis at the distal edge of the mid shaft stent restenosis was treated with a 3.5 x 12mm xience v stent. The mid shaft within the stent restenosis was treated with a 3.5 x 18 mm xience v stent. Additionally, the svg to the rca (80% stenosis just prior to the touchdown anastomosis) was treated with a bare metal stent. An ECG was done on the same day, which suggested there was no mi. Reportedly, the patient had unstable angina class ii. On the same day, cardiac enzyme testing did reveal elevated enzymes. The patient's symptoms were resolved the next day. No additional event or patient information is available.